Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that prime & bond xp economy kit that was used on a patient allegedly caused an allergic reaction. Patient felt tingling sensation in their lips, mouth tongue, this increased in the days after treatment.

Manufacturer narrative:
The product was not returned and the lot number is unknown. Therefore no investigation can be completed. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.